Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The patient presented with angina pectoris. Angiography revealed the 100% stenosed chronic total occlusion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The eccentric, de novo lesion measured 36mm in length and the vessel diameter was 4mm. Right radial access was obtained and pre-dilatation was performed. First, a 1.25 x 15mm non bsc balloon catheter was advanced and the balloon was inflated twice to 15 atms for 10 seconds each time. The 15mm x 1.5mm maverick 2 balloon catheter was then advanced and during inflation, the balloon ruptured at 11 atms. Pre-dilatation was completed with another of the same size maverick 2 balloon. Residual stenosis was 50% and 2 non bsc stents were implanted overlapping in the vessel to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the hypotube was kinked at various locations along its length. The device was attached to an inflation unit and a pinhole leak was noted at the distal edge of the center markerband. A detailed microscopic examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the pinhole leak. No other damage was noted along the length of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The patient presented with angina pectoris. Angiography revealed the 100% stenosed chronic total occlusion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The eccentric, de novo lesion measured 36mm in length and the vessel diameter was 4mm. Right radial access was obtained and pre-dilatation was performed. First, a 1.25 x 15mm non bsc balloon catheter was advanced and the balloon was inflated twice to 15 atms for 10 seconds each time. The 15mm x 1.5mm maverick 2 balloon catheter was then advanced and during inflation, the balloon ruptured at 11 atms. Pre-dilatation was completed with another of the same size maverick 2 balloon. Residual stenosis was 50% and 2 non bsc stents were implanted overlapping in the vessel to complete the procedure. There were no patient complications reported and the patient's status is stable.